Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving baclofen (2000 mcg/ml at an unknown dose) via an implanted pump. The indication for pump use was intractable spasticity. On (B)(6) 2019 the hcp reported that a home health nurse was doing a refill. The nurse got the needle in and pulled out 1ml of drug. The expected amount was 4.4 ml. She then proceeded to refill the pump and halfway through injecting the drug into the port, a small pool of drug showed up under the surface of the patient¿s skin. The nurse immediately stopped and pulled what was under the surface of the skin out with a syringe. She proceeded to call 911 and an ambulance transferred the patient to the hospital for overnight evaluation. At the time of the report, no overdose symptoms were noted. The environmental, external, or patient factor that may have led or contributed to the issue was noted to be ¿nurse thought she was in the refill port but was not¿. No diagnostics/troubleshooting was performed. No surgical intervention occurred, and none was planned. It was unknown if the issue was resolved at the time of this report, and it was indicated that the hcp had no further information to provide regarding the event at this time. The reporting hcp was trying to find the patient¿s pump managing physician. The last physician to write orders for the refills was the patient¿s internal medicine doctor. The patient status was reported as ¿alive ¿ no injury¿. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.